Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The measurable dimensions of the reamer head were as far as possible checked and found to be in compliance with the technical drawings of the specification. The examination of the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with specification and with the international standard. The broken surface is homogeneous which indicates material conformity. No product fault could be detected. Based on the provided information the exact cause of this occurrence is undetermined. We found that the cutting edges are blunt above the breakage. This could be an indication that a mechanical overload by a blunt instrument or a metallic contact caused this breakage.

Event description:
The reamer head broke during surgery. This is 1 of 1 report for complaint (B)(4).